Event description:
The pt's spouse, contacted lifescan and reported that the pt's one touch ultra meter had missing segments on the display. The pt had noticed the missing segments just two days prior to the initial call. The reporter denied that any trauma had occured to the meter to cause the missing segments. The pt tests on the meter twice a day and takes oral medications (reporter did not recall the name/dosage) also twice a day. One day prior to the initial call, the pt had tested on the meter in the morning with a result that "looked line 178 mg/dl, but the numbers were really hard to read". Pt took their set amount of oral medications following the test. Later that afternoon pt started feeling sweaty and dizzy. Pt attempted to test on the subject meter, but was not able to read the result due to missing segments. Pt's spouse stated that they did not know "how to treat themself". Spouse took pt to the hosp, where the hosp meter result was 358 mg/dl. Pt was given an insulin shot and released after an hour. The reporter mantioned that they really rely on the meter results from their blood glucose levels since pt "does not always feel the high sugar symptoms". When the pt had first noticed the missing segments, they had replaced the battery, but the issue had persisted. The missing segments issue was not resolved with troubleshooting. The pt had attempted to test at the time of concern and the meter failed to give an actionable glucose value, which may have delayed treatment. Although pt had symptoms at the time, it is possible that the delay in treatment intensified the hyperglycemia. A replacement meter, control solution, and test strips were sent to the pt.